Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed no issues with the hypotube shaft with the hypotube shaft. No kinks or damages identified with the extrusion polymer shaft. The balloon was subjected to positive pressure and returned in a deflated state. Three pinholes were identified in the distal section when attempting to inflate. All three were located around the distal markerband. Four millimeter of blade segment was missing. A detailed microscopic examination confirmed that the blade castpad was fully intact. The other two sets of blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages identified with the polymer shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12 atmospheres however; the pressure was unable to be maintained as the inflation liquid was observed leaking from the pinholes. The encore inflation device was verified before and after using a druck gauge.

Event description:
It was reported that the balloon was ruptured. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon fifth inflation at 10 atm for 30 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There was no patient injury and the patient in good condition after the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon was ruptured. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon fifth inflation at 10 atm for 30 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There was no patient injury and the patient in good condition after the procedure.